Event description:
Procedure performed: unknown. Event description: clear foreign body found in patient. Eventually we deduced that it was a clear seal part of the port that pushed through port when surgeon was cleaning port. Smaller port head is included as it was opened to compare and allowed us to identify the piece was from original port opened. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: clear foreign body found in patient. Eventually we deduced that it was a clear seal part of the port that pushed through port when surgeon was cleaning port. Smaller port head is included as it was opened to compare and allowed us to identify the piece was from original port opened. Additional information provided by applied medical representative on 19jun2024 via phone call: surgeon was dr. [Name], gyn. Hospital confirmed it was a black piece of plastic from the inner double duckbill that was seen in patient at end of procedure and removed. No patient injury. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the dislodged shield and fragmented seal components were caused by an asymmetrical instrument that was inserted in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing". Applied medical has performed a historical trend analysis and review of production records and no relevant document was identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.